Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the exact event date is unknown, however it was reported that the event occurred in (B)(6) 2012.

Manufacturer narrative:
(B)(4). Additional information: the reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the home patient (hp) had acquired peritonitis. It is unknown if the hp was hospitalized and no treatment was not reported. The hp is reportedly recovered from the peritonitis at this time. No additional information is available at this time.